Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left iliac artery. The lesion was pre-dilated using a 6mmmx4cm mustang balloon catheter. A 10mmx4cm epic stent was then implanted followed by post dilation using an 8.0 x 40, 75cm mustang¿ balloon catheter. When the mustang¿ balloon catheter was removed from the sheath, and the non-bsc guide wire and the mustang¿ balloon catheter became stuck together and could not be separated. The guide wire and the balloon catheter were removed together. Subsequently, another non-bsc guide wire was advanced to the lesion. Then dilation was performed using a 5mmx10cm sterling balloon catheter. The procedure was successfully completed. No patient complications were reported.